Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-07869. It was reported that catheter entanglement occurred. The target lesion was located in a severely tortuous right and left common iliac artery. An opticross¿ imaging catheter was selected for use. During the procedure, the physician performed diagnostic runs in both the right and the left common iliac artery and then they stent it and went to take approach the then post-stent. The opticross¿ imaging catheter would not advance past the sheath so they took the opticross¿ imaging catheter out and looking at the tip of the catheter if the v-18 guidewire had exited appropriately. Upon checking there is a big kink where the v-18 guidewire exits the monorail port. So they got the second opticross¿ imaging catheter that worked just fine to do the first run in the left leg. Furthermore, they found out that they needed to put a stent in the external iliac artery, so they stented and then took the ivus (intravenous ultrasound) catheter back on the v-18 guidewire to do the ivus. However, the same situation happened. As soon as the tip of the ivus catheter exited, it was bent over on itself and got stuck and would not advance. So the physician pulled the v-18 guidewire and everything out. The ivus catheter was all twisted and bent on the v-18 guidewire. They did an angiogram to complete the procedure. No patient complications reported and the patient's status is fine.